Manufacturer narrative:
Product complaint # (B)(4). This record was converted to non product issue as it is a duplicate of (B)(4). This supplemental medwatch form was submitted on 04/13/20 to reference the original medwatch ((B)(4)).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. (B)(4). Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Concomitant products that used in this study: carto. Non-biosense webster devices that were also used in this study: none. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source - conference abstract. The following complications were reported in this publication: 1 patient underwent catheter ablation of atrial fibrillation and suffered medical device entrapment. No further details were provided. There are 0 death events and 1 device malfunction reported in this publication. Model and catalog number are not available, but the suspected device is lasso. Other biosense webster devices that were also used in this study: carto. Non-biosense webster devices that were also used in this study: none. Publication details: title: entrapment of lasso catheter in chiari network with successful extraction - abstract - conference abstract. Objective: case report. Methods: (B)(6) male with atrial fibrillation underwent ablation. The lasso mapping catheter became entrapped in the right atrium. A snare tool was used to apply cephalad force to the lasso catheter and free it from its confinement."